Event description:
It was reported that during a gynecologic procedure, during the use of a first clip, the clips intersect, do not close, so none could be installed. Another clip of another batch allowed to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device fed and formed the remaining 6 clips as intended; however, the cycles were intermittent. The instrument was disassembled and the feeder shoe was found to be damaged, causing the instrument to feed the clips intermittent. While no conclusion could be reached as to how this damage had occurred, please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.